Manufacturer narrative:
This supplemental is being reported to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 156715 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260, device part number 195-430h / lot 150138. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 156715 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The user reported false negative results with the binaxnow covid-19 antigen self test on a direct tested nasal kitted swab. The user states that the first binaxnow covid-19 antigen self test gave positive results. The user stated that repeat testing generated negative results. Confirmation testing with pcr generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.